Event description:
It was reported that during a thr surgery, the polarstem modular head for 21000662 was found to be broken. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery, the polarstem modular head for (B)(6) was found to be broken. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it showed some scratches and dull impact traces on the surface of the inner sphere, and it also showed one piece broken-off from the distal part. So, the mentioned failure mode is confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed other 3 related complaints for the same batch, but in these other complaints the root cause remained undetermined and so are not relevant for the current complaint. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. The reported failure mode can be confirmed and the root cause can be related to the device reaching the end of its useful life. To date, further actions are not deemed necessary. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded. H6: medical device problem code.